Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure the lead's helix would not retract. The lead was removed and a new lead was implanted instead. No patient complications have been reported as a result of this event.